Manufacturer narrative:
Prismaflex st100 set c has been temporarily approved for use in the us under emergency use authorization eua (B)(4) to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the effluent line of a prismaflex st100 set was ¿damaged and leaking¿ during priming. There was no patient involvement. No additional information was provided.

Manufacturer narrative:
H10: the actual device was not available; however, photographs of the sample were provided for evaluation. Visual inspection of the photos showed that the effluent line inside the effluent port appeared to be cut. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the condition was determined to be related to both the manufacturing process and mechanical shock applied to the product during shipping, transport, and/or improper storage. Nonconformance and corrective action preventive action records were previously opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.